Manufacturer narrative:
Tech support troubleshot with customer and found this was not a no fluoro issue, but rather a low fluoro, set at 40kv resulted in the black images. The customer hit the default technique before tech support could determine if the sedecal was in an automatic or manual exposure control. Customer placed lead aprons on and off the table and the fluoro kv was driving up and down with normal fluoro image. The generator was inadvertently in manual mode at 40kv. Tech support follow up; customer reports the system is fully functional.

Event description:
(B)(6): customer reports patient was on the table, fluoro image is black, but digital rad shots are o.k. Patient case was successfully finished with digital rad exposures. Customer provided no patient or procedural information other than to say no reported injury. Procedure completed.